Event description:
Health care professional reported the lap-band system was removed for a band slippage and when they went to replace it, the pt developed a complication and so it was removed completely. At this time, there is no info on the alleged complication but follow up is in progress. The band was replaced 20 months later.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number, pt data and the surgical complications has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the reported events of surgical complications as follows: "complications which may result from the use of the product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."